Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed two struts bent at the inflow side. After further testing, one bent strut corrected while the other strut remained bent. Imagery was also provided for review. Review of the provided imagery revealed presence of tortuosity and calcification in the patient's access vessels. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and there were four identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, tortuosity was present in the patient's access vessels. The second root cause is calcification which can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, calcification was present in the patient's access vessels. The third root cause is a steep insertion angle which can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported, "the esheath+ had been inserted at a steep angle." The fourth root cause is excessive device manipulation/high push force which can lead to the valve struts interacting with the sheath shaft and resulting in the strut damage at the valve inflow side. As reported, "upon closer examination, it was observed that a valve strut was protruding out of the esheath+...there was a puncture observed on the esheath+." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. In this case, based on the available information, investigation results suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation, high push force and steep insertion angles) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29 mm sapien 3 ultra resilia valve, the delivery system with valve became stuck at the grey portion of the 16fr esheath+. Upon closer examination, it was observed that a valve strut was protruding out of the esheath+. The valve, delivery system and esheath+ were withdrawn as a unit. There was a puncture observed on the esheath+. The valve frame strut was noted to be bent. A second system and 16fr esheath+ were prepped. There were no complications encountered during the second attempt to implant the valve. The valve was implanted successfully. There was no patient injury. Additional information was received indicating the patient was large and during the first implant attempt, the esheath+ had been inserted at a steep angle. During the second implant attempt, the operator attempted to level the esheath+ angle better.